Manufacturer narrative:
Conclusion and justification status: complaint description: depuy15-48. The patient due to the usury [subsequent mails identified usury as meaning worn out] of polyethylene was subjected to a revision surgery. The patient about 2 years ago received an implant pnnacle/ marathon. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A review of manufacturing records for the shell identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A review of the liner was not possible due to the lot / product codes not being provided. The x-ray and photographs were forwarded to our research & development lab for review. The resulting analysis summarises as follows: review of the x-rays and the photographs of the retrieved components suggest the following occurred: the liner disassociated and fractured. This allowed the head to articulate directly on the cup generating metal wear debris which has stained the tissue photographed. The head wore all the way through the cup. This is unusual suggesting it may have been a significant period of time between the liner disassociating and the revision procedure. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. From the information reviewed in this report it is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). The patient due to the usury of polyethylene was subjected to a revision surgery. Investigation has discovered the patient had disassociated the liner from the shell.